Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller tested 2.4 inr on the coaguchek xs system while a comparison lab returned as 1.9 inr. Caller states she is not sure if these were the exact results or not. No actions taken based on device result. No adverse event related to the device was reported. Requested return of suspect system and replacement was sent.